Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top and bottom teeth are still not straight. Their one top tooth is loose, and their dentist suggested they may need to do different ortho treatment. They also reported that their front tooth is chipped and have scheduled an appointment with their dentist.